Event description:
It was reported by service report that the nurse call wire was cut and the power cord jacket was cut with inner conductors exposed. Customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: nurse call cable sheathing damaged. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.